Manufacturer narrative:
Pump received with missing segments due to cracked lcd zebra connector. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call that only part of the insulin pump's display was visible. The customer reported that the battery icon was missing and there was a black line on the screen. The customer reported that this had been an issue for about one month leading up to the call. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.